Event description:
A malfunction alarm, identified as malfunction code "malf 0," was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing information on resetting the pump and helping them carry out the reset. No additional information was received regarding the outcome of the event.